Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink in the sheath and imaging window assembly and that the imaging window and imaging core were detached. The detached portion of the device was not returned for analysis.

Event description:
It was reported that device detachment occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the tight target lesion. The catheter kinked and noted to be broken. The device was surgically removed. The patient condition following the procedure was stable.

Event description:
It was reported that device detachment occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the tight target lesion. The catheter kinked and noted to be broken. The device was surgically removed. The patient condition following the procedure was stable.